Event description:
Reporter indicated that their vns dell x5 handheld device would give faulted communication errors. After troubleshooting, it is believed that the serial adapter is at fault. The vns handheld has been returned and is currently undergoing product analysis.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.